Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # kx203, 510k # k101864 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: vertebral compression fracture (vcf) "lwk 1" type of procedure: balloon kyphoplasty levels operated: 3 it was reported that intra-op, the balloon could not be inflated because the inflatable bone tamp (ibt) was leaking at the y-junction (on the shaft of the ibt). A new product was then used to complete the procedure. There was delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported.